Event description:
Eighty four year old with temporary pacer placed on 2/26/97. On 2/27/97 permanent pacer placed. On 4/12/97 pt admitted with a history of falling and fainting spells. On 4/14/97 ventricular lead, model #4023, was noted to be malfunctioning with noncapture and intermittent pacing output. Lead was capped but not removed. A new ventricular lead was implanted.